Event description:
Reporter indicated that over the past six weeks, the pt has begun to have an increase in seizures. Medication changes have not improved the seizure control. The pt has never really felt hoarseness; however, the pt does feel stimulation, specifically magnet mode. Attempts to obtain add'l info have been unsuccessful. Investigation has been unable to determine the severity of the seizures.